Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with 450cc mentor memorygel breast implants on each side and experienced postoperative left-sided capsular contracture baker grade iii. During the bilateral explantation on (B)(6) 2019, it was discovered that the patient's right breast had capsular contracture baker grade iii. Mentor became aware of this information on (B)(6) 2019 upon receipt of the patient's operative note. The patient replaced their devices with 600cc mentor memorygel breast implants (left-sided catalog number: 3506004bc, left-sided serial number: (B)(4); right-sided catalog number: 3506004bc, right-sided serial number: (B)(4)) this report is for the patient's right-sided device.